Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited low, out-of-range pacing impedance measurements of less than 200 ohms. The impedance issue could not be resolved, so the lead was removed and a different model lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited low, out-of-range pacing impedance measurements of less than 200 ohms. The impedance issue could not be resolved, so the lead was removed and a different model lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory in two segments, severed at about 90 mm from the terminal pin. Setscrew marks were noted in the correct location on the terminal pin. Electrical testing was performed on the two segments, which confirmed the segments were electrically continuous. Visual inspection revealed no abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the low, out-of-range pacing impedance measurements that were observed during the implant procedure.